Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-08790 and 3005099803-2013-08791 for the associated device information. It was reported to boston scientific corporation that two ultraflex esophageal stents were attempted to be implanted within the esophagus of a patient on (B)(6) 2013 during a gastroscopy/ esophageal stenting procedure. According to the complainant, the stent was being implanted to treat dysphagia in a post laryngectomy and esophagectomy patient. Reportedly, the stricture was located just above the pharynx and there was complete stenosis of the esophagus. The patient's anatomy was tortuous, and a needle knife puncture and dilation were performed prior to the stent placement. During the procedure, the physician attempted to advance the first ultraflex esophageal stent across the lesion but the catheter kinked and the stent system was unable to cross the lesion. During the attempt to cross the lesion, the stent was unintentionally deployed by about 2-5 mm. The partially deployed stent was removed from the patient. The physician then attempted to use the second ultraflex esophageal stent. However, again, during an attempt to cross the lesion, the catheter kinked and the stent was unintentionally deployed by 2-5 mm. The partially deployed stent was removed and the procedure was completed using a different device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-08790 and 3005099803-2013-08791 for the associated device information. It was reported to boston scientific corporation that two ultraflex esophageal stents were attempted to be implanted within the esophagus of a patient on (B)(6) 2013 during a gastroscopy/ esophageal stenting procedure. According to the complainant, the stent was being implanted to treat dysphagia in a post laryngectomy and esophagectomy patient. Reportedly, the stricture was located just above the pharynx and there was complete stenosis of the esophagus. The patient's anatomy was tortuous, and a needle knife puncture and dilation were performed prior to the stent placement. During the procedure, the physician attempted to advance the first ultraflex esophageal stent across the lesion but the catheter kinked and the stent system was unable to cross the lesion. During the attempt to cross the lesion, the stent was unintentionally deployed by about 2-5 mm. The partially deployed stent was removed from the patient. The physician then attempted to use the second ultraflex esophageal stent. However, again, during an attempt to cross the lesion, the catheter kinked and the stent was unintentionally deployed by 2-5 mm. The partially deployed stent was removed and the procedure was completed using a different device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event had been deemed an MDR-reportable event based on the report that the stent was removed from the patient partially deployed. The investigation results revealed that the stent was returned fully mounted on the delivery catheter, which is a non-reportable event.

Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4) for the reported event of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the stent was returned fully mounted on the delivery catheter. No kinks or damage were noted along the shaft of the device. During analysis, it was possible to retract the deployment suture and release the stent without issue. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted. Based on device analysis which revealed that the stent was not partially deployed, but rather confirmed that the stent was fully mounted, this event is no longer considered a MDR-reportable event.